Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported intermittent issues - stopped working (first case (B)(4). During the first case the surgeon had intermittent issues, but managed to complete the case. The bipolar stopped working, the lead had to be disconnected and it started working again. But then stopped again during its action. He managed to compete the case. The duration of the prolongation of the surgery was between 15 and 60 minutes. No negative impact in state of health reported. Since it was reported there was a prolongation between 15 and 60 minutes, which could be more than 30 minutes, this case needs to be reported as an adverse event to the us FDA.